Manufacturer narrative:
(B)(4), the customer returned one guide wire for evaluation. Signs of use were observed on the returned guide wire. Visual inspection of the guide wire revealed two kinks on the guide wire body towards the distal end. Microscopic examination confirmed the damage. Both welds were present and appeared full and spherical. The kinks in the guide wire measured 8mm and 22mm from the distal end. The guide wire total length measured 601mm which is within the specifications of 596-604mm per product drawing. The guide wire outer diameter measured 0.80mm which is within the specifications of 0.788-0.826mm per product drawing. Functional inspection was performed per the instructions for use (IFU) provided with the kit which states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was fully threaded through a lab inventory arrow raulerson syringe (ars) and a lab inventory 18 ga introducer needle with minimal resistance. A manual tug test confirmed the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with the kit warns the user , "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested." The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Visual inspection revealed two kinks in the guide wire body. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that the swg was found kinked during use on the patient. The patient was fine and had no injury.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the swg was found kinked during use on the patient. The patient was fine and had no injury.